Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no sensing. When the leads tested normal, the pulse generator was replaced.